Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "our nurses are reporting errors with the b braun machines. It is giving them recurring errors with ivigs and the error message is "upstream occlusion". They try multiple methods to try to clear it and it is delaying patient care. Also some medications create bubbles and an error "exceeded air limit" comes up."